Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced two episodes of ventricular tachycardia (vt) that were inappropriately marked as vt-1 events, preventing shock therapy. Both vt episodes self-terminated and the patient was stable with no additional adverse consequences. The physician reprogrammed the device to resolve the event. The device remains implanted and in-service.